Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Upon interrogation, the right ventricular lead exhibited intermittent capture. Chest x-ray was performed and revealed the lead had perforated the heart. The lead was repositioned. The patient was in stable condition.

Manufacturer narrative:
Correction: expiration date, UDI - this correction is to include the expiration date and UDI number. Correction: manufacturing date - this correction is to include the manufacturing date.